Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx2 bifurcated stent graft. Approximately four (4) months post initial procedure possible aortic stenosis close to the renal arteries was identified. Reintervention has been scheduled. The patient's current condition is unknown.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx2 bifurcated stent graft. One-hundred and twelve days post initial procedure possible aortic stenosis close to the renal arteries was identified. Reintervention has been scheduled. After the initial report, reintervention was completed with the implant of an afx vela suprarenal. The aortic stenosis was resolved. The patient is reported to be doing fine.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. An examination of medical records and/or medical imaging received by endologix shows the aortic stenosis and secondary endovascular procedure are confirmed. This is consistent with the reported adverse event/incident. The most likely causation for the aortic stenosis is user related due to off-label use. The initial case was off- label due to the absence of an aortic aneurysm and the pre-existing condition of aortoiliac occlusive disease (aiod). The procedure related harms for this complaint could not be determined. The final patient status was reported being stable. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. B2: outcomes attributed to ae - updated. B5: describe event or problem - updated. G3: awareness date ¿ updated. H6: health effect - impact codes ¿ remove code 4614. H6: medical device problem codes ¿ remove 3190. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.